Event description:
Pt had successful implant of a bifurcated device and a proximal cuff in late 07. A follow up visit detected a distal type I endoleak. In 2008, the pt was brought in to treat the endoleak with two limb extensions. Pt is doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Operational context contributed to the event.